Manufacturer narrative:
Continuation of h10: model evfxplus-29 transcatheter valve; implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their heart rate went high up while exercising and then went down later on. It was also reported that the patient felt short of breath and physically weak. The implantable pulse generator (ipg) remains in use. It was further reported that there was no performance issue with the ipg. It was noted that the upper rate limit was increased. It was also noted that the ipg was reprogrammed as the patient had an abrupt change in heart rate during cardiac rehabilitation.  No further patient complications have been reported as a result of this event.